Event description:
Pd cath placed on 10/94. Noted leaking mid 9/96. On exam, catheter cuff was visible at exit site. Cath removed 9/27/96. Surgeon noted cuff floating free of catheter at removal. Pt on temporary hemodialysis. New pd cath scheduled for insertion.